Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 2 cm segment of the insulation body was missing. An explantation tool was found inserted in the distal lead fragment and wrapped around the conductors at the proximal end of the distal lead fragment. The analysis revealed multiple signs of wear along the lead body. In particular around 12.5 cm distal to the is-1 connector pin the insulation was found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the lead body of the distal fragment was found stiffened between 29.5 cm and 27 cm proximal to the lead body due to calcified tissue residuals. The insulation was found rubbed through around 7 cm proximal to the lead tip indicating severe mechanical stress in the area of the tricuspid valve. It is conceivable that an increased ingrowth of the lead affected the leads motion. Diagnostic images, such as x-ray movies were not available for further investigations. These findings can be considered to be the root cause of the oversensing with shock delivery reported in the complaint text. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 82 months, oversensing on the atrial and ventricular channel and inappropriate shocks were reported. The atrial lead is a competitor lead.